Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient felt a shocking sensation coming from their ins and stopped using the ins since december. Patient also confirmed that the shocking sensation seems to be coming from their internal implant and that it happens even while they are not charging the ins. Patient noted they had not used the implanted device since it started shocking them. Patient confirmed the shocking occurs when the therapy was on. Patient stated that they talked to their family physician who told them to contact the manufacturer. Patient mentioned they don't have managing hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reports the patient (pt) was supposed to be seen on (B)(6) 2025 to establish care with a new physician as their old physician left the practice. Pt no showed this appointment. Pt was then supposed to be seen on (B)(6) 2025 by a rep, but also no showed that appointment. Customer service attempted to call and text patient with no response. No other determination can be made regarding the device until patient is seen and device is interrogated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.